Manufacturer narrative:
The device was tested on site by a spacelabs healthcare service technician where the device passed all functional testing including audio. A senior post market surveillance specialist reviewed the logs and confirmed that the alarm was functional at the time of the event. A spacelabs healthcare service technician attempted to gather additional information from the customer on the event and reported problem, but the customer refused to provide any additional information. At this time the cause of the reported issue could not be determined as no problems were observed with the customer's system and the customer has refused to provide additional information.

Event description:
The customer reported that during low heart rate event for a patient the xhibit central station audio was not functional. Staff confirmed that the visual alarm was present. The customer reported that they had to defib the patient following the event, however details regarding if the loss of audio and the defib were related was not provided by the customer.